Manufacturer narrative:
On (B)(6) 2025, tech checked all operations of the unit. The unit is working properly. No repairs are needed.

Event description:
Consumer alleges she was using her scooter and went to turn, and the scooter allegedly tipped over and the tiller handles hit her ribs.

Event description:
Consumer alleges she was using her scooter and went to turn, and the scooter allegedly tipped over and the tiller handles hit her ribs.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.